Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced stress incontinence when coughing or lifting heavy objects with an artificial urinary sphincter (aus). One month later, a replacement surgery was performed in which the cuff was downsized. It was indicated that the cause for the incontinence was not detailed by the facility. There were no further patient complications.